Event description:
It was reported that during a routine pulse generator change out procedure, the physician had difficulty removing the leads from the header. After placing a temporary wire since the patient was dependent, the device was explanted and replaced.

Manufacturer narrative:
(B)(4).

Event description:
New information reported stated that the patient was fine after the procedure.